Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device was received on 7/16/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found that incorrectly tested pca doses were attempted and pca doses given were intermittent bolus. Visual, functional and accuracy tests were performed. The device passed accuracy tests. The customer's reported problem was not duplicated. Accuracy delivery was within specification. No visual defects observed on the chassis and air detector. No problem was found so preventative maintenance including replacing printed wire assembly board, ground plate, pogo pin, spring, optic switch, switch bracket, keypad, overlay, rear label and side label was done to correct the issue.